Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow up, upon interrogation, the device was found to have reached end of service (eos). The device was explanted and replaced due to suspected premature battery depletion. Upon further review of the session logs, a ventricular tachycardia (vt) storm was noted and technical support believes the battery depletion was normal. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device indicated there was body fluid in the device header but no other anomalies were revealed. Further analysis on the device was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance and no anomalies were noted. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.